Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. This report is for an unknown number of : 4.5 mm va lcp condylar plates/ part and lot number are unknown; UDI number is unknown. Implant and explant dates are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon believes that 4.5 mm va lcp curved condular plates are causing increasing amounts of non-unions since the surgeon believes that these synthes periarticular plates are too stiff/thick. This was observed based on the surgeon¿s previous cases and was not suggested/referenced based on any one case. The surgeon acknowledged that non-unions could be caused by any of the multiple factors like fracture type/location, patient factors, post-operative compliance and overall construct stiffness (i.e. Technique and number of screws). There is no further information. This complaint involves unknown quantity of devices. This report is 1 of 1 for (B)(4).